Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The coin battery was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated, no fault was found with the returned component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the time on the ventilator was incorrect due to a coin battery issue. Ventilation was not interrupted and the device was continuously used. The patient was not harmed as a result of the reported event. To address the issue, a service engineer (se) replaced the coin battery. The ventilator was in working condition and was returned to use.